Event description:
It was reported that the customer had a blank display on the insulin pump . The customer's blood glucose level was unknown mg/dl the customer unable to troubleshoot as he is driving. The customer was advised to uses either (B)(4) or (B)(4). The customer was advised that we will send new battery cap to see if this resolves issue. The customer was advised to call help line for further troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.